Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken pieces were not returned. The broken tube adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no damage to the housing. The housing was removed for inspection and found no internal damage. The input disks were manually articulated with no issues. Additionally, the instrument was found to have a detached fragment. The fragment was not returned and was likely caused by the broken tube adapter. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument's tip was chipped. The procedure was completed with no reported injury.